Manufacturer narrative:
Reported to the FDA on april 21, 2010.

Event description:
Reported by the complainant as follows: fms inserted into a (B) (6); female end-user on (B) (6) 2010 for diarrhea. Admitting diagnosis: subarachnoid hemorrhage. Rn reports on (B) (6)2010 the nursing staff noted moderate rectal bleeding. They removed the flexi-seal on (B) (6) 2010 at that time and notified the doctor. Hemoglobin was 7.9 (was a drop from 10.0 previous lab) and she was transfused 2 units of blood. The bleeding spontaneously stopped and rn reports patient is stable. No colonoscopy was performed. No further testing or interventions. Rn reports, the patient was not on any anticoagulants; anti-platelet or inotropic medications. Rn reports no history of hemorrhoids or peri-rectal or peri-anal abnormalities; other comorbidities. Additional end-user information provided: (B) (6). Allergy-penicillin.